Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a thicker than expected flap in a patient's right eye following corneal flap creation. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.

Manufacturer narrative:
Company representatives were onsite; they re-flashed controller firmware and recalibrated the system to improve the flap optical offset. The system was tested and verified to meet specifications prior to departure. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the controller firmware the manufacturer internal reference number is: (B)(4).